Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter on (B)(6) 2016, the mesh was used in a white-line hernia post-umbilical hernia treatment at umbilicus. Post-operatively the patient started to have abdominal pain, hip and back pain. The patient suffers from chronic and disabling pain in daily life. The various treatments put in place for these pains are without great results.